Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, b3, b5, b6, d4, d11, g4, g7, h1, h2, h4 and h6. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was dvt (deep vein thrombosis) of the rle. Venography confirmed location of the renal veins as well as patency of the ivc and the filter was deployed below the level of the renal veins. There were no complications. The filter subsequently malfunctioned including, but not limited to pain, tilt, perforation of the ivc, embedment of the filter, anxiety, disfigurement, and scarring. Per in the patient profile form (ppf), the patient reports perforation of the ivc, tilt, embedded, blood clots, clotting, and/or occlusion of the ivc, right lower extremity (rle) deep vein thrombosis (dvt) and a below the knee amputation as a result of the dvt, anxiety, shortness of breath and eczema of the hands. Approximately 1.5 years post implant, a below the knee amputation of the rle was done for a chronic recurrent infection and pain. Approximately 8.5 years post implant, the patient was advised against filter removal. Two months later, a CT scan noted that the filter tip is located just below the renal veins with a 5-degree rightward tilt and 70 degrees posterior tilt, and slight protrusion of the filter legs noted through the caval wall. A right common iliac vein stent was also partially visualized. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: pain and suffering; significant tilt, protrusion of filter legs through the ivc wall, and embedment of the filter; emotional and psychological trauma; anxiety; diminished capacity; hedonic damages; loss of consortium; lost wages; loss of earning capacity; disability; disfigurement; scarring; past and future medical expenses; and any other damages the patient may be entitled to in law or equity. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately approximately seven years and nine months post implantation. The patient reports perforation of filter strut(s) outside the inferior vena cava (ivc), tilt, embedded, blood clots, clotting, and/or occlusion of the ivc, right lower extremity (rle) deep vein thrombosis (dvt) and a below the knee amputation as a result of the dvt. The patient also reported extreme stress and anxiety due to the filter. The patient was prescribed risperidone and sertraline for the anxiety. The patient also reports shortness of breath and eczema of the hands. The patient was told that the eczema is a result of the stress and anxiety. Patient also reports he is unable to engage in activities due to risk of further injury or death, has difficulty ambulating, performing daily chores and playing with his grandson due to the amputation and shortness of breath. He suffers anxiety wearing a seatbelt in a car that the filter will dislodge and cause death or more harm if he is in an accident. According to the implant note the indication for the filter placement was dvt of the rle. The filter was placed via the left common femoral vein and after location of the renal veins as well as patency of the ivc was documented the filter was deployed below the level of the renal veins. There were no complications. Contents of record is a hand written nursing note of the filter implant procedure. Also contains the filter identification sticker, other devices: micro access kit and a newton j wire. Approximately one year and four months post implant the patient underwent a below the knee amputation of the rle for a chronic recurrent infection and pain. Approximately eight years and seven months post implant the patient consulted with a surgeon regarding possible filter retrieval. The physician noted that the patient did not have any symptoms related to the filter and that given the duration of the filter, removal can be quite difficult. The patient decided against having the filter removed at the time. Approximately seven years and nine months post implant the patient underwent a computed tomography (CT) scan of the abdomen to evaluate the filter. The impression of the CT images noted that the filter tip is located just below the renal veins with a 5-degree rightward tilt and 70 degrees posterior tilt, and slight protrusion of the filter legs noted through the caval wall. A right common iliac vein stent was also partially visualized.

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pain, tilt, protrusion of filter legs through the ivc wall, embedment of the filter in addition to anxiety related to the reported events. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filters are intended for permanent placement. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: pain and suffering; significant tilt, protrusion of filter legs through the ivc wall, and embedment of the filter; emotional and psychological trauma; anxiety; diminished capacity; hedonic damages; loss of consortium; lost wages; loss of earning capacity; disability; disfigurement; scarring; past and future medical expenses; and any other damages the patient may be entitled to in law or equity.